Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling by the side of the contrast and up arrow buttons. The 'up' 'down' and 'contrast' buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the keypad button contacts. The 'up' 'down' and 'contrast' button contact were found to be inverted.

Event description:
The patient said the up arrow button became unresponsive about (B)(6) prior to calling animas and noted the keypad peeling. She said the up and down arrows both now have issues activating pump functions. She mentioned that the unresponsiveness issue preceded the peeling issue. There was no reported patient impact associated with this complaint.